Event description:
Reported 1 suspected false positive sofia sars result for 1 patient of unknown symptomatic status. No confirmatory testing completed.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.